Event description:
It was reported to ventec that the device's alarm did not work as expected. The reporter advised that the device did not provide a patient circuit disconnect alarm when the patient had been disconnected from the ventilator, no matter how sensitive they attempted to adjust the settings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec was advised that the patient was "pediatric", but no further details were provided. Ventec has made multiple attempts to obtain additional patient information from the reporter, however, no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarm not working as expected could not be duplicated or confirmed. Ventec examined the device's settings and observed that the patient circuit disconnect (pcd) alarm was set to not activate until after 4 breaths, which would mean that the pcd alarm would not sound until approximately 16 seconds after a pcd had occurred. Ventec downloaded the device's electronic records (system logs) for analysis and was able to confirm that the device had previously logged multiple pcd alarms in its memory. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.